Event description:
Spontaneous call received from infusion rn. Curlin pump moog 6000, sn (B)(4), exp date: 02/11/2020 was giving a continuous air alarm. Rn was not able to keep the air alarm from going off. Air alarm was shut off manually. Pt received infusion without difficulty. It is unk if a replacement pump will be sent to the pt. Reported to (B)(6) by health professional.